Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not released to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting as expected. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A global product support specialist reviewed the instrument data, and did not find an instrument malfunction. The cause of the discordant, falsely low vancomycin result is unknown, as the sample resulted as expected upon repeat testing. The instrument is performing according to specifications. No further evaluation of the device is required.